Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported high, out of range high voltage lead impedance was observed. The system was explanted and replaced. The patient was doing well after the event.